Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported that the touchscreen was not calibrated and wanted to know how to calibrate the touchscreen. The customer troubleshot with tech support over the phone. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer was instructed on how to calibrate the touchscreen over the phone. The touchscreen was calibrated and now functions as intended.